Event description:
It was reported that the asymptomatic patient presented in-clinic for follow up. Post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. The device was reprogrammed. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.